Manufacturer narrative:
Follow-up # 1 (09/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # of test strips was not provided. The #(510k) k093745.

Event description:
The patient from (B)(6) contacted lfs alleging that he is no longer able to insert the test strips into the meter. Patient is using the correct test strips for his one touch verio meter. The patient denied exhibiting any symptoms or receiving any medical treatment due to the alleged issue. The product was replaced. The complaint is being reported since the patient alleged that he was unable to test due to the verio test strips not being able to fit into his verio meter.